Event description:
Customer reported: there was bss residue present in the cassette area prior to the start of a surgery. A cassette from a previous surgery may have been leaky. There was no impairment or risk for the patient. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).